Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 20105664 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 05oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp bld180m 15d ss tubing clamp was loose and caused saline to mix with blood. The following information was provided by the initial reporter: "roller clamp on normal saline side failed causing saline to mix with the blood and increase total volume"